Event description:
It was reported by the customer ¿during the periodic dressing procedure, when washing with saline solution, it is noted that fluid mixed with blood is discharged from the insertion point of fluid mixed with blood. The device is removed and it is noted that at approximately 7-8 cm, the device has a partial rupture in the internal part of the vein (not visible from outside).¿ additional information was provided 1/8/2024: it was reported by the customer ¿the patient was re-implanted with a new device to avoid delays in treatment, which requires central vascular access. As you well understand the cancer patient, in general, is in a state of quite high stress and therefore having to undergo a new implant is not pleasant. The device is contaminated with blood and previously used to administer cytotoxic drugs.¿

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer ¿during the periodic dressing procedure, when washing with saline solution, it is noted that fluid mixed with blood is discharged from the insertion point of fluid mixed with blood. The device is removed and it is noted that at approximately 7-8 cm, the device has a partial rupture in the internal part of the vein (not visible from outside).¿ additional information was provided 1/8/2024: it was reported by the customer ¿the patient was re-implanted with a new device to avoid delays in treatment, which requires central vascular access. As you well understand the cancer patient, in general, is in a state of quite high stress and therefore having to undergo a new implant is not pleasant. The device is contaminated with blood and previously used to administer cytotoxic drugs.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 7cm and 8cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material. Buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.